Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 50 0mcg/ml gablofen at 220mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the pump was flipped when the patient presented for a refill. It was reported that a revision was performed to flip the pump. It was reported the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.